Manufacturer narrative:
Pending investigation. D10: (B)(6) - gps implant kit v2 3024124150. 320-15-06 - rs glenoid plate +10mm cage peg (B)(6). 300-01-13 - equinoxe, humeral stem primary, press fit 13mm (B)(6). 320-42-10 - equinoxe reverse 42mm humeral const liner +0 (B)(6) 531-55-88 - ergo gps 3.2mm drill kit sterile (B)(6). 320-15-02 - rs glenoid plate sup aug, 10 deg (B)(6). 531-78-20 - shouldr gps hex pins kit (B)(6). 320-01-42 - equinoxe reverse 42mm glenosphere (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6).

Event description:
As reported, 1 day post the initial right tsa, the patient dislocated on the ward. The patient was revised to hat for more stability. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6, d8. The following sections were corrected: b2. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.